Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer had prime issues. The customer states insulin was squirting out. The customer's blood glucose level was 120mg/dl. The pump was stuck on prime look. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime/fill anomaly or compromised force sensor system error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had minor scratches on the lcd window.